Event description:
It was reported that the whole ceramic head snapped off during a case. No harm to the patient was reported.

Manufacturer narrative:
Additional information will be provided once investigation is completed.